Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. In a review of the electronic patient records, it was verified that the device had given a "abnormal shock delivery" message, due to a high patient impedance that was out of range. The cause of the high patient impedance and the "abnormal energy delivery" message could not determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had given an "abnormal shock delivery" message during a resuscitation. When the device would not properly shock a patient in ventricular fibrillation, a backup defibrillator was used. The patient survived the reported event.